Manufacturer narrative:
The field complaint of guidewire stuck inside the lead was confirmed. A complete lead was returned for analysis in one piece with guidewire stuck within. Final analysis found that the ptfe coating of the guidewire was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe guidewire coating inside the inner coil at the connector region and damage guidewire consistent with procedure.

Event description:
It was reported during procedure that the guidewire was stuck within the lead and was difficult to withdraw. The lead was replaced and the procedure was completed successfully. The patient was stable.